Event description:
It was reported by the clinician that they were attempting to place a catheter in a (B) (6)pt, in a code situation. The physician attempted to place the spring wire guide (swg) subclavian and it became severely kinked and was very flimsy. As a result, a second kit was opened. Reference MDR #1036844-2009-00158 for second event involving same pt.

Manufacturer narrative:
(B) (4). F/u report will be filed if additional info becomes available.